Event description:
Client solutions forwarded a complaint regarding a plum 360 infuser compatible with ICU medical mednet software in which it was reported that the pump incorrectly infused the wrong volume. The initial reporter stated: the pumps were not connected to the network, they did not use mednet, and they also did not use a drug library. The customer went through biomed mode and device logs but did not see infusion details. The date showed incorrectly in the alarm/device log, displaying the year as 2015. It was reported that the request was to determine whether the volume entered by the nurse into the pump could be identified. During infusion, line b did not infuse correctly. The customer worked with the repair line and internal support to determine what could be done in this situation. The customer located an entry labeled "line a and b vtbi complete.¿ the customer noted that this entry displayed an incorrect date of may 07, 2015, instead of the current date, and documented this for the report. Line a had not completed and was only a saline bag. Line b was the line in question, where it was required to determine what the infusion was entered as. There was delay of therapy. There was patient involvement but no harm details were included.

Manufacturer narrative:
D4 and h4 the serial number provided, (B)(6), was not found in our system. Manufacture date could not be determined. The device has been requested for evaluation- it has not been received. The investigation is pending.